Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons had become unresponsive after swimming with the pump. The pump powered on normally after changing the battery but none of the buttons would respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed that the keypad is intact but the keypad symbols are worn. The ok button responds as if it was the contrast button and the up, down and contrast buttons respond appropriately. There was no contamination under buttons. The pump case was opened and found moisture in the keypad flex connector. The display lens was found to be scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.